Manufacturer narrative:
E1 initial reporter phone : (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had failed the air-in line sensor test. Per reporter, the event occurred during bench testing. There was no patient involvement. No patient harm/adverse event reported.

Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. No physical damage noted on the device. Preventative maintenance was performed. The customer's indicated failure was not duplicated; therefore, no root cause was determined. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.